Event description:
The subject pacemaker was implanted in a patient with bav in the left pre-pectoral in semi-urgency on (B)(6) 2021. Unfortunately, the patient has to return to the operating room immediately for a screwing defect on the ventricular lead with impedance of more than 3000 ohms. A follow-up was performed on (B)(6) 2021, which confirmed the dysfunction of the ventricular lead with a very high impedance, motivating the return to the operating room on (B)(6) 2021. Finally, a difficulty in screwing in the ventricular lead was observed, which itself had normal impedances. The device has been replaced by a new one while keeping the leads initially implanted. A follow-up on (B)(6) 2021 confirmed that the new pacemaker was working normally in aai safer mode between 50 and 130.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted in a patient with bav in the left pre-pectoral in semi-urgency on (B)(6) 2021. Unfortunately, the patient has to return to the operating room immediately for a screwing defect on the ventricular lead with impedance of more than 3000 ohms. A follow-up was performed on 14 april 2021, which confirmed the dysfunction of the ventricular lead with a very high impedance, motivating the return to the operating room on (B)(6) 2021. Finally, a difficulty in screwing in the ventricular lead was observed, which itself had normal impedances. The device has been replaced by a new one while keeping the leads initially implanted. A follow-up on 15 april 2021 confirmed that the new pacemaker was working normally in aai safer mode between 50 and 130.